Event description:
It was reported that on 12-may-2026, the patient experienced an event of infusion set bent cannula, which resulted in hyperglycemia. The blood glucose level was reported as 400 mg/dl. The infusion set had been in use for one day at the time of the event. The event was managed by administering a manual injection.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.